Event description:
I was told by my doctor about a non invasive form of birth control and was implanted with essure (B)(6), 2014. Since my surgery I have had cramping in my abdomen, headaches, heavy bleeding, abdominal pain, and severe back pain. The symptoms have worsened over time. I have been to countless doctors and none of them can find any other reason for my pain other than essure.